Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years, 1 month. The replaced portion of the repaired driveline was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. A log file review was requested from the lvad clinician. The manufacturer¿s technical service representative confirmed a pump stoppage event. X-rays were submitted for review and no obvious areas of concern were seen. A percutaneous lead (driveline) distal end replacement was performed on (B)(6) 2017. There were no immediate alarms after the repair. No additional information was provided.

Manufacturer narrative:
The reported low speed and pump stoppage events were confirmed through the submitted system controller log file. The submitted log file contained approximately 27 days of data from (B)(6) 2017 at 13:58 and captured multiple low speed and pump stop events while the system was operating on the power module. The system resumed operating at the set speed when the system controller was connected to batteries. The system continued to operate on external batteries for the following 21 days of support and no additional pump stoppages were captured. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with a potentially compromised wire within the patient¿s driveline; however, a specific cause for the low speed and pump stop events could not be conclusively determined through the evaluation of the returned portion of driveline. A distal end driveline replacement was performed by the manufacturer¿s technical services representative on 11/02/2017 and approximately 19 inches of distal end/external portion of the driveline was returned for evaluation. Electrical continuity testing of this returned portion of the driveline did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The percutaneous lead (lead) was submerged in a saline bath for high- potential testing (hipot) testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. Following the repair, no immediate alarms were reported; however, the patient was shipped an ungrounded cable as a precaution. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.